Event description:
The customer reported the battery does not hold a charge. A review of the entire device error log during investigation found n252 (depleted battery) and n56 (replace battery) alarms. The device displayed a ¿replace battery¿ alert upon power up and battery icon showed empty during self-test. The device was again powered up on ac and the ¿change battery¿ soft key was pressed and the device passed self-test on dc. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.